Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It has been reported that during a bph surgical procedure at 81,985 joules of usage "aiming beam fires straight out of fiber top." The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged. The second fiber exhibited "significantly diminished vaporization efficiency and lots of flashing" at 100,039 joules of usage. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the third fiber was used for 67,991 joules. The procedure was completed by utilizing the third fiber (green light laser) and an alternate procedure "turp." Patient outcome "ok" reported. No injury to the patient was reported. This report is for the second fiber.